Event description:
A report was received that the patient was having a lot of soreness from the implant procedure due to lead migration confirmed by x-ray. The patient underwent a revision procedure wherein the physician decided to reposition the lead. The patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead.